Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) in the (B)(6) alleging a onetouch verio meter was displaying an error 4 message. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. The test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012, with the following findings: on performance testing with control solution, an error 4 was observed with no assignable cause found. In addition the test strip is bent at a severe angle at either the enzyme or electrode end. The meter involved in this complaint was also returned on (B)(4) 2012, but has not yet been evaluated. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the lfs product caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012, with the following findings: on performance testing with control solution, an error 4 was observed with no assignable cause found. In addition the test strip is bent at a severe angle at either the enzyme or electrode end. The meter involved in this complaint was also returned on (B)(4) 2012, but has not yet been evaluated. If lifescan obtains additional information regarding this complaint, a supplemental report will be sent. At this time, lifescan considers this matter closed. 510k is k093745.

Manufacturer narrative:
(B)(4): the reported complaint was observed on the error log, however, pa was unable to reproduce failure in test.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.